Event description:
It was reported the single use aspiration needle went through the sheath wherein the sheath protruded at an angle, making it unable to be withdrawn. There were no reports of patient harm.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.